Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a hot axios stent was to be implanted transgastric to the bile duct to treat biliary obstruction during an endoscopic ultrasound (eus) with axios placement procedure performed on (B)(6) 2021. During the procedure, the first flange was deployed; however, the first flange was not visible on fluoroscopy or eus. The stent was removed partially deployed on the delivery system. An open cholecystectomy procedure was performed and a double pigtail stent was placed to address the puncture site and to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.